Event description:
It was reported that the patient had an unrelated rf ablation procedure on (B)(6) 2021 and the ipg was not placed into surgery mode. As a result, the ipg could not communicate with external devices. Troubleshooting was performed and the ipg was recovered, resolving the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.